Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the font displayed on the screen was overlapping. There was no adverse impact to the customer¿s blood glucose level. The customer installed the newest software version in the pump to resolve the issue.